Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the iol was exchanged for a monofocal lens because the patient was unhappy with the quality of vision. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).